Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 36 log entries between the (B)(6) 2010 and the (B)(6) 2016. The device records 4 manual power ups between the (B)(6) 2010 and the (B)(6) 2014, the longest of which lasts 1 minute 37 seconds duration. On the (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. The device continued to record low battery fails up to the (B)(6) 2016. Investigation found no fault found with the device. The device performed to specification during testing even under the additional stress of temperature cycling. The low battery fails are likely attributed to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.